Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of retracted cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone12.1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the cannula retracted after applying a new pod; this indicates a needle mechanism failure. The pink slide did move forward, and the cannula was confirmed to have inserted into the skin, however once the pod was removed, the cannula was not visible. The patient¿s father also reported the cannula detached from the pod while worn between 24 and 36 hours.